Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No medical intervention was performed. No patient symptoms were reported.

Event description:
New information on (B)(6) 2016 indicated that the patient's condition post event was stable.